Manufacturer narrative:
A component of the superdimension system; locatable sub-system was returned and evaluated. The evaluation showed a blown fuse most likely caused by damaged cables.

Manufacturer narrative:
An on-service call was performed and a component of the system was replaced, location sub-system. The component has not yet been returned and/or evaluated. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
Site reported the superdimension system had issues during an enb procedure. There were not seeing the targets in the patient setup screen of the procedure application. The physician cancelled the case and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.